Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient started to have accidents, peeing themselves more on (B)(6) 2018, so they increased stimulation. It was reviewed that they should increase stimulation to a comfortable level, and the increased to where they could feel it on the call. The patient called back on (B)(6) 2018 and stated that they had therapy turned up to 3.7 but still had leakage. They inquired if there was a limit to what they could increase to, and after an informational review, the patient stated that they would follow up with their healthcare provider and in the mean time keep increasing stimulation. No further patient complications are anticipated or expected as a result of this event.